Event description:
It was reported that the target lesion was located in the mid right coronary artery (rca) with mild tortuosity, moderate calcification and 90% stenosis, and was an in-stent restenosis (isr) of an unspecified non-abbott stent. After dilatation was performed with a 2.0 x 8 mm trek balloon catheter, the 3.25 x 15 mm nc trek balloon catheter was advanced. The nc trek balloon was inflated twice at 12 atmospheres (atm), however the balloon ruptured at 12 atm during the second inflation. There was no resistance noted during advancement or during removal of the device. A 3.5 x 15 mm nc trek balloon catheter was used for further dilatation. No adverse patient effects were reported. There was no significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: sion blue, advance; guide cath: launcher 8fr jr4 sh . The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.